Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimate was inaccurate. During troubleshooting, tandem technical support had customer attempt to reload the same cartridge, however a message requesting a minimum of 50 units to continue with the load process appeared. The customer used a new cartridge and was able to successfully complete the load process and resume insulin delivery. There was no impact to the customer's blood glucose level.